Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with corroded battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.